Event description:
It was reported the epidural was in use for labor and delivery. Upon removal by a nurse, the catheter separated. It was reported no resistance was met. It was removed in one smooth motion. The patient was in a "sitting" position while the catheter was being removed. An x-ray was performed and the piece was surgically removed. The patient was discharged four days later. There were no patient complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.